Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the power supply assembly. After replacing the power supply, the issue was resolved. The fsr performed the user verification test and operational verification procedure according to service specifications. At this time, the carefusion failure analysis laboratory has not received the suspect component for further evaluation. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported being unable to duplicate the reported event as no transducer failures was found. During service, the fsr reported no flow coming from the ventilator and reported the turbine would not respond. The fsr determined the most likely cause of the this issue is the power supply assembly. After replacing the power supply, the issue was resolved. The vyaire failure analysis laboratory received the suspect power supply assembly for investigation. An investigation was performed and the reported issue was confirmed. It was identified the root cause of the issue was mosfet q210 is shorting current from gate-to-source resulting in q210 not activating. This issue will be internally investigated within vyaire.